Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black power lead not screwing flush on battery clips or the patient cable was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. No photos or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black power lead not screwing flush on the battery clips or patient cable was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Visual inspection revealed damage to the black power cable connector threading. Upon connecting the controller¿s black power cable to a patient cable or battery clip, slight resistance was observed when threading the connector nut. Despite the observed resistance, with increased force the power cable was able to be fully threaded. The system controller passed all functional testing and operated as intended throughout analysis. The observed damage to the black power cable connector nut threading did not affect functionality. Per the provided information, (B)(6) was the patient¿s backup controller. It should be noted stripped threading can be induced by the user even upon the very first effort to connect the system controller cables. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black power lead on the patient's backup controller did not screw flush on the battery clips or the patient cable. The controller was replaced.